Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, such as plugging the pump into different wall outlets and using another adapter and charging cable, but the issue remained unresolved. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer was also guided on how to put the pump into storage mode and return it to tandem with a pre-paid label within 10 days.